Event description:
The customer reported to olympus the evis exera iii colonovideoscope, suction does not work properly and there is insufficient air flow. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the foreign material was found in the forceps channel port, light guide lens adhesive, bending section cover or distal sheath rubber adhesive and connecting tube, and residual liquid or foreign material come out of nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: air/water cylinder has discoloration; scope cylinder has discoloration; forceps elevator lever has foreign objects; flexibility adjustment ring is damaged; scope connection case unit has foreign objects; label on scope connector is damaged; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; light guide lens has a scratch; bending section cover or distal sheath rubber adhesive had foreign material and connecting tube had foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
H10: per additional information obtained, the subject device was improperly reprocessed before being returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle, biopsy port, lg-lens glue, a-rubber glue, and insertion section could not be identified. However, it¿s likely the cause is related to the subject device not being properly reprocessed at the user facility prior to being returned to olympus. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.